Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A piece of the insulation was broken off of the distal end of the unit. The probable root cause could be improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of insulation from the handle came off in the patient. The surgeon noticed during final look during surgery. The piece was retrieved entirely and no other issue noted.

Event description:
It was reported that a piece of insulation from the handle came off in the patient. The surgeon noticed during final look during surgery. The piece was retrieved entirely and no other issue noted.